Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). MFR (B)(4). Was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable. B5: describe event or problem - additional. H2: additional information.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the smart device displayed different bg values than the dexcom receiver it was determined that the issue is related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.